Manufacturer narrative:
The pump was received with no esc button response due to unlocked lcd keypad connector. The displacement test was unable to be performed due to no button response. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keypad is unresponsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.